Manufacturer narrative:
The reported product is an unknown baxter peri-strips psd-v with gel. The device was not returned, and the lot number is unknown; therefore, a device. Analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported from an anonymous survey result that with use of peri-strips with gel for the reinforcement of staple lines during bariatric surgical procedures, the performance of ¿buttress strips do not interfere with the gastro-intestinal function is slightly effective rating¿. The physician reported "had issue with erosion" (no further details). At the time of this report, no further detail was provided regarding if hospitalization was required, treatment for the event or the patient¿s outcome. No additional information is available.